Manufacturer narrative:
The reported event of high defibrillation impedance was not confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found that the insulation was abraded at 8.0 cm to 8.2 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the hospital after receiving a high voltage impedance alert. Upon interrogation, it was noted that the right ventricular - rv lead exhibited high defibrillation impedance. The rv lead was explanted and replaced. The patient was in stable condition before, during, and after the procedure.